Manufacturer narrative:
Intervention required was not previously checked in previous report: 3004209178-2016-24911. Serious injury box is checked.

Event description:
The patient via manufacturing representative reported that their stimulation has been in the wrong location since their revision in 2014. Impedances were checked at the time of the report. The following results were reported: 01=3446, 02=4593, 03=4902, 12=2733, 13=3167, 23=819. It was noted that electrodes 2<(>&<)>3 were all within normal range between 750-960 ohms. The patient also stated that they also have some stimulation in their implantable neurostimulator pocket area. They mentioned that they will discuss possible lead replacement if they are unable to get proper coverage. The patient was to follow up with their healthcare provider. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient¿s primary cell battery died and the revision was merely an upgraded implantable neurostimulator (ins) with pocket adaptor regarding the 2014 revision. Following some diagnostics procedures the physician opted to revise the new system and remove the old leads, extension, adaptor, and replace the leads and ins. The rep mentioned that based on discussions with technical services and the physician, it was stipulated that there are possibly microfractures in the wire contained in the old leads. There was also many connections between the ins head and the tips of the leads that could be causing problems.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0444339v, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-33, lot# l59436, implanted: (B)(6) 1999, product type: lead. Information from MDR #3004209178-2016-26778 applies to this event. Additional information received will continue to be reported in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that impedances were checked and although none were greater than 10,000 ohms, some were in the range of 5,000 ohms. The manufacturer representative was inquiring if those impedances were okay and what they might need to replace intra-operatively besides for the implantable neurostimulator (ins), as it was indicated that the patient was going to replace their primary cell device. It was reviewed that elevated impedances don¿t indicate a complete break in the system and that they may want to replace components if the impedance issues are on contacts that are affecting the patient¿s therapy. It was also reported that programming hadn¿t been that great for the patient. The manufacturer representative stated that the poor programming had been an issue since about six months prior to the date of this report. It was noted that the high impedances were observed on the date of this report in pre-op. No patient symptoms were reported. Indication for use is spinal pain. It was reported by a consumer on 2016-11-28 that the wire a (group a) lead had come loose. The consumer stated that they could tell because the patient programmer showed that. This had occurred about a week ago in (B)(6) 2016. It was reported that the patient would be seeing their scs managing health care professional (hcp) on (B)(6) 2016 for an appointment. Additional information was received from a manufacturer representative on 2016-12-15 reporting that there were records of the initial intraoperative impedance results. The caller stated that the patient¿s implantable neurostimulator (ins) was being replaced due to normal battery depletion. The caller noted that the patient lost good coverage approximately 6 months ago which was not prompted by any fall or trauma. Prior to the procedure, some of the patient¿s contacts were in the 5000 ohms range which was not ideal for good therapy. During the call, the caller attempted to test electrode impedances with 2 quad leads hooked up to the multi-lead trialing cable (mltc). The caller stat ed that they could not connect to the external neurostimulator (ens) and the caller had to replace the batteries of the clinician programmer to resolve the issue. When the caller checked impedances with the mltc they found that the impedances were better than when they had checked with the quad leads placed in both the adaptor and then into the mltc at the same time. When the leads were placed in just the mltc, they were getting all contacts associated with 0 as >10,000 ohms. The caller tested at 3v and noted that many contacts were showing > 17,000 ohms. Technical services advised the caller to wipe the leads down and retest. The caller reported that they had already done this. The caller stated that they might be best to replace the system completely and it sounded as though they would take out everything and place a full-body eligible MRI system. It was reported that the impedance issue and intra-operative impedance issue started on (B)(6) 2015. The loss of good coverage occurred in (B)(6) 2016. Additional information received from the manufacturer representative on the same day reported that the quad leads and the ins were all taken out. The patient was replaced with 2 octad leads and a primary ins. It was reported that therapy was working now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.